Manufacturer narrative:
A beckman coulter customer technical support (cts) instructed the customer to replace the sodium electrode and the ise (ion-selective electrode) reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of negative/low anion gaps on patient samples on the dxc 700 au clinical chemistry analyzer ((B)(4)). The erroneous patient results were not reported outside the laboratory. There was no change in patient treatment in association with this event.